Event description:
Elderly male with past history for cad (s/p CABG and mvr) with resultant ischemic cardiomyopathy and destination therapy lvad placement. He presented at the hospital at the request of the clinic for elevated ldh and concern for impending pump thrombosis. Pt now s/p pump exchange which occurred seven months after destination therapy placement of first device.